Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had experienced cardiac tamponade. In addition to the pericardial drain, the patient was administered 4 units of blood. The device was implanted during the procedure and was considered stable. The patient was in stable condition when they left the procedure room. It was later reported that the patient needed dialysis, but refused treatment. The patient died on an unknown date, likely due to renal failure.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04241. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system and a 24mm watchman ® laa closure device were used. During the procedure a pericardial effusion was noted. The physician treated the effusion with a pericardiocentesis. The effusion resolved and the patient was transferred to recovery. No further action was taken. No further patient complications were reported.